Event description:
It was reported that the distributor found a device at their site and without identification of a complaint record. They could not inform the identification of the prostheses and it is unknown whether they are related to quality complaint or not. The distributor quality team is no longer available to answer this question and provide additional information. It is not possible to obtain any additional information related to this device.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2024 d4: batch #344c54 b3: unknown; captured as awareness date investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 344c54, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ccs40g lot number a9cl2m and no non-conformances were identified.